Event description:
The shunt was implanted in 1997 and revised in 2002 due to ventricular catheter fracture. The pt presented with intermittent headaches. Shunt series showed fracture in the pt's posterior fossa shunt system. There was a small piece of retained catheter from ventricular catheter attached on the valve.